Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The device is being evaluated in our post market quality assurance laboratory. This product issue will be updated when evaluation is complete.

Event description:
Boston scientific received information that this pacemaker dependent patient had not been followed in a very long time and was now in the hospital due to heart failure. System evaluation identified sensing issues on the atrial and right ventricular (rv) channels, elevated threshold measurements on both channels, questionable atrial capture and no capture with intermittent pacing inhibition on the rv channel. It was noted that the tip of the rv was suspected to have pulled back and there could be some lead on lead contact. The caller was inquiring about programming options for this patient. A boston scientific technical services consultant discussed the use of electrocautery mode which appears to be the safest mode to provide therapy. The caller agreed and performed this programming change. Additional information was received that this system was explanted four days later due to infection. No adverse patient effects were reported.